Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event, brand name, product / lot code / expiration date, date of implant, date of explant, PMA/510(k) number, manufacture date.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure of the anterior cruciate ligament on an unknown date due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on the initial medwatch. Initial procedure was an acl, anterior cruciate ligament reconstruction and not a tka, total knee arthroplasty as previously reported.

Event description:
It was reported patient underwent an acl procedure on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to an unknown reason.